Event description:
It was reported that the patient experienced a surging sensation after exposure to a security gate at a correctional facility. The patient was at home. Further information is being requested from the hcp.

Manufacturer narrative:
(B) (4)